Event description:
Mother reports the backup pump (sn (B)(4)) sounds like it isn't loading the cartridge correctly. It sounds as though it is under a great deal of strain. Advised we would replace pump. No other information available. Did the product issue cause or contribute to patient or clinical injury: unk. If yes, was any medical intervention provided: sent replacement pump. Is the actual device available to be returned for investigation: yes. Dose or amount: remodulin 70 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.